Event description:
This device was subsequently returned to boston scientific with an unknown reason for explant. Information received from the healthcare facility indicates the device was likely explanted for a routine device replacement. No further information regarding the circumstances of explant could be obtained.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted gouges as well as in the front and back of the device case along with tool marks and several dents. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would cause or contribute to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noisy signals/oversensing, which resulted in pacing inhibition of greater than 2 seconds. The patient complained of syncopal episodes, which was attributed to pace/sense lead not capturing or delivering therapy because of oversensing of atrial fibrillation (af) episodes. However, it was noted patient's own intrinsic rhythm came through as an escape beat. Technical services (ts) was contacted to discuss programming changes because a revision of the system can't be performed due to the patient's condition. This patient had a mechanical valve implanted a couple years ago. The right ventricular (rv) lead used for pace/sense purposes was implanted prior to the surgery and was embedded in the tissue at the outside of the valve. The rv lead was a competitor product. Ts discussed that crosstalk suggests a potential lead issue, and advised to perform a high resolution x-ray to rule out a connection issue. The decision was made to reprogram the sensitivity to 2 mv. There were no additional adverse patient effects reported.